Manufacturer narrative:
During follow up with the customer it was reported that the fire occurred overnight and was contained with a fire extinguisher, the device was moved to the ambulance bay and was submerged in a water tank. The device was then moved the next morning to the biomed shop in the facility. Device inspection by baxter is still pending, a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the cvsm device sparked and started a fire. The base of the device and the battery was burned. There was no injury reported.

Manufacturer narrative:
The device was returned for inspection where it was determined that the 9-cell lithium - ion battery pack had cell fail which caused a fire. The contacts on the li-ion battery cells were examined for shape and size in order to determine if the battery cells were approved welch allyn batteries. It was found that the shape and size of the battery contacts were not consistent with approved welch allyn batteries. The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for ¿ noninvasive blood pressure (nibp) ¿ pulse rate (pr) nr ¿ noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2) ¿ body temperature in normal and axillary modes the most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. The cause of the issue was determined to be use of non-approved, aftermarket li-ion batteries. If the reported incident were to recur, it could lead to serious injury or death.

Event description:
The customer reported that the cvsm device sparked and started a fire. The base of the device and the battery was burned. There was no injury reported.